Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis event was not reported. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin injection (1 gram, frequency and duration not specified) and ip fortum (1 gram each bag, duration and frequency not specified) for peritonitis. The patient outcome was unknown. Pd therapy was ongoing. No additional information is available.